Event description:
It was reported "there are black dots found on the cuffs. The user would like to know cause of the dots and if they are safe."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was reported via documentation that the device was not used. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.